Event description:
A consumer reported that she experienced an eye infection following use of this product. She stated she was treated with an unspecified medication and the event resolved. Additional info has been requested.

Manufacturer narrative:
Eval summary: the complaint device associated with this report was not received for eval. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 161017f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 161017f met all release criteria prior to product release. There are no similar reports for this lot. Additional info was requested by mail on 10/22/2010 and by phone on 11/08/2010. A completed questionaire has not been received. (B)(4).